Event description:
Indication for procedure: lad chronic total occlusion; procedure: this event was discovered upon a review of the maude database on 5/25/10, in which an spnc 0.9te was used. "During stenting of the left anterior descending (lad) artery an edge dissection occurred after stent placement. The patient is a male who consented to the (B)(4) study. The procedure being performed was laser atherectomy, balloon angioplasty and stent placement of a chronically occluded lad. Pre-procedure angiography revealed filling of the lad via collateralization. The physician was able to cannulate the lad with little difficulty using a .014 wire and an xb 3.5 guiding catheter. The physician then used a laser atherectomy 0.9 spectranetics catheter due to evidence of thrombus. It was noted that there was myocardial bridging 3cm below the chronic total occlusion (cto). After atherectomy was performed, balloon angioplasty was required. Multiple balloons were used. After balloon angioplasty of the diagonal branches." Cordis MDR report# 3003742446-2010-00068.

Manufacturer narrative:
Manufacturer dates for all devices: unknown. Device analysis: no devices were retained from this procedure for return. Since the serial # is unknown, a lot history file review was unable to be done. No related device complaints or adverse events were reported to spectranetics associated with this case. Patient status: discharged the following day.